Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert was displayed that there was possible output circuit damage. Five therapies were aborted. The device was explanted and replaced.